Manufacturer narrative:
(B)(4). The device has been rec'd and an eval is pending. A f/u report will be submitted once the eval is completed.

Event description:
The customer reported that the whole syringe of medication infused in one hr. The event occurred in the pcu. The drug was morphine; there was 30 milliliters in the syringe, and 30 mg in the syringe (1 mg per ml). The set involved in the incident was not saved. The expected rate of infusion unk. Two other medications were also infusion at the time. There was no pt harm or medical intervention. Although requested, no further pt or event info was reported.